Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons required multiple pressed to respond or harder to press. The insulin pump had to replaced batteries less than 7 day and had failed battery test. No harm requiring medical intervention was reported. The device will not be returned for analysis.